Event description:
The pt's meter was prompting an insert strip message. Medical affairs spoke to the pt to obtain/verify the following information, however they were not feeling well. A letter will be sent as a second attempt to obtain more clinical information. The pt was unable to test on their meter for a few days due to an insert strip message. Their home health nurse visited their tested and their blood glucose. The result was 323 mg/dl. The pt stated that they were not feeling well. The pt was taken to the hosp and according to the home health nurse the pt was given treatment for another ailment. The pt stated that they takes oral medications for their diabetes and they continued to take them while unable to test on their meter. The reporter stated that the testing technique was correct. The issue was not resolved with troubleshooting. A replacement meter has been sent.